Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that when the transmitter was connected to the sensor, the led did not blink. The customer stated that when the sensor was removed, there was no sensor cannula. The customer was advised that the needle probably retracted the sensor and the cannula was removed. The customer will be sent a replacement sensor.